Event description:
It was reported the device was used during a lobectomy procedure. It was reported by the rep two of new tlc75 couldn't be fired, because the firing knob wasn't activated. Dr used another tlc75 to complete the operation. There was no consequence to the pt.